Event description:
A (B)(6) patient delivered prematurely with sepsis requiring tube feeding via kangaroo feeding tube. When rn set up new tube feeding line she found that the kangaroo feeding line retrieved from the packaging was cut in half with the cut ends not matching. Product was removed from patient room and replaced with satisfactory tubing. No patient harm.